Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former and one small needle- suture piece were received for analysis. Product code f2514h. During the visual inspection of the needle-suture piece, the swage area and body needle were noted with marks probably caused by a surgical instrument. Furthermore, a small portion of the suture to be still attached to the barrel hole and no needle pulled off was noted. The other section of the suture was not returned for analysis. The functional test was not possible because the suture was received with a short length. In addition, the end of the suture piece was noted to be cut likely by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no pull-off was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: was the needle recovered during the same procedure? Yes the needle was recovered during the same procedure. What is the name of the procedure? Cutaneous flat closure in the femoral region after vascular procedure. The device was sent to you at the end of january 2026.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, in the hybrid room, when suturing the skin at the end of the procedure, the thread detached from the needle and the needle remained subcutaneously. With the help of fluoroscopy, the needle could be recovered without any impact on the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? What is the procedure name? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.